Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed since the original report was submitted. The device was not returned for investigation. The root cause of access site bleeding was unable to be determined as the product was not returned and insufficient clinical details were provided.

Event description:
The user facility reported a 55-year-old male noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. There was bleeding/leaking from the 7 french companion sheath. The bleeding was resolved with the removal of the sheath. Percutaneous coronary intervention access was obtained from another femoral artery. The patient is stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Manufacturer narrative:
F6/f8-should have been left blank on the initial manufacturer device report number 1220648-2024-07795. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures 1220648-2024-07795. G1 reporting contact fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2024-07795.

Manufacturer narrative:
The investigation for the access site bleed has been updated. The introducer has been returned for evaluation. Upon inspection, there were no abnormalities found. Therefore, the root cause of the access site bleeding was unable to be determined as clinical details were insufficient. In accordance with updated procedures, sections d6, g3, and h10 have been revised from the initial submission.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined.